Event description:
It was reported that the patient presented to the ER with the device in backup vvi mode. The patient stated the device was firing. A device restoration was performed. There were no adverse health consequences, the patient was stable.